Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed ua41 (patient temperature sensor failure) was confirmed per archive data; however, it could not be duplicated during functional test. No device malfunction and the platform performed as intended. During visual inspection, there was no visual damage observed on the returned autopulse platform. During functional test, unable to duplicated the customer reported complaint of "unit displays a ua41". The platform operated as intended without the ua 41 error message or any other faults. Additionally, the storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. A review of the autopulse's archive data was performed and it showed multiple ua41 error messages on the reported event date of (B)(6) 2019, thus confirming the reported complaint. As a precaution, the temperature sensor cabling was replaced. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification.

Event description:
It was reported that the autopulse platform system displayed ua41 (patient temperature sensor failure) intermittently. Customer had to switch to manual CPR. No consequences or impact to patient. Customer also indicated that the ua41 error message occurred twice on a different patient, ccr (B)(4) was created to address the issue. Related MFR number 3010617000-2019-00487 patient #2.